Event description:
It was reported that the pump's alarm volume and vibration were too low. As a result, the customer's blood glucose (bg) level was displayed as "high", although a specific value was not provided. The customer addressed bg with a correction bolus. During troubleshooting with tandem technical support (tts), it was discovered that the pump alert was audible and the pump was operating as intended. Tts advised caller on adjusting sound settings, and the customer continued using the pump for insulin therapy.